Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant and an infection at the site that was treated with oral and topical antibiotics. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on july 14, 2023.